Event description:
It was reported that at 205,620 joules while using the surgical fiber during a prostate procedure, the fiber broke / was damaged. Time expended: 19 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damage to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture proximal to fiber/cap fusion zone at the bevel edge; the distal end of the glass cap and metal cap were detached and returned; the metal cap exhibited severe char; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.